Event description:
It was reported that blood got inside the ventilator when it was on the bed with the patient. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for investigation. All tamper seals have been removed or tampered with. Visual inspection found blood is still apparent even after decontamination externally and can see the cracks running into the device. No action taken due to the extensive blood found on the device. Device will be scrapped on site or returned unrepaired. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.